Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, while the device was being assembled onto the endoscope, when the trip wire was pulled to adjust the ligator head, "it burst and because it looked coiled in the device." The trip wire was cut, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h2 (additional information): block d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on may 11, 2023. Block h10: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator housing was returned inside its unopened pouch. The handle had strong friction marks from the trip wire. This condition does not allow the unit to actuate correctly, the functional test is not applicable. The handle slot had the trip wire inserted. The trip wire was cut at the proximal and distal ends. No other problems were noted with the device. The reported event trip wire broken was confirmed. Upon analysis, it showed that the trip wire was cut, and the device showed signs of excessive manipulation such as the strong friction marks from the trip wire over the handle, which could have been due to perhaps the technique used. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an endoscopy with ligation of esophageal varices procedure performed on (B)(6) 2023. During preparation, while the device was being assembled onto the endoscope, when the trip wire was pulled to adjust the ligator head, "it burst and because it looked coiled in the device." The trip wire was cut, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.